Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. It was reported that the ventilator failed battery test during pre-use check. The problem was solved by replacing the battery modules. After replacement, the ventilator passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The device logs were not received and no replaced parts were received. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).